Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7160136 UDI: (B)(4).

Event description:
It was reported that that lead migrated which was confirmed with imaging. The patient underwent lead replacement procedure. Product was disposed of and not sent back.